Event description:
A customer reported a leaking insulin cartridge, which occurred once at the o-ring location while the cartridge was filled off-pump. There was no adverse impact to the customer's blood glucose level. Technical support initiated a return process for the defective cartridge, and the customer successfully changed the cartridge and resumed insulin therapy.